Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the impactor pad fractured during surgery and no pieces were retained in the wound.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-03792-1. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral cr impactor pads confirmed that the pads are fractured. Device history record was reviewed with no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. The package insert, "instrument/provisional use, care and sterilization" states that fracture of instruments upon impaction may occur. However, as per package insert, it is a known risk that impactor pads would fracture upon impaction. A definitive root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.